Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the damaged power switch was confirmed. However, the specific cause of the damaged power switch was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found four rubber feet at the bottom with weak suction force and found plastic cap was torn off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the maintenance unit exhibited power switches protective cover was damaged. Found plastic cap was torn off. There were no reports of patient involvement.